Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has triggered elective replacement indicator (eri), however, this device was last checked 4 years ago. Field representative wanted to know if it was a programmer battery issue and boston scientific technical services (ts) discussed to check the correct date and time of the programmer and then synching to device as appropriate for every check. Field representative agreed and will check the programmer. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field f10 and h6: device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has triggered elective replacement indicator (eri), however, this device was last checked 4 years ago. Field representative wanted to know if it was a programmer battery issue and boston scientific technical services (ts) discussed to check the correct date and time of the programmer and then synching to device as appropriate for every check. Field representative agreed and will check the programmer. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that field representative did not recall any premature battery depletion (pbd) issues with the clinic or to the patient. This device was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported.